Event description:
The customer performed comparison blood glucose tests using her 3 contour meters and received some readings that were higher than usual. One meter read 98 and 1124 mg/dl. The second meter read 262, 190, and 134 mg/dl. The third meter read 96 and 146 mg/dl. The difference between some of the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting and both results were within the normal control range. No product will be returned for evaluation.